Event description:
After accessing the vein, attempted to connect catheter hub to ext set. Threads on ext. Set did not line up with threads on bd insyte autoguard; posing a potential dislodgement of line from the catheter. No serious patient consequences.

Manufacturer narrative:
No device returned for investigation.